Event description:
It was reported that the procedure was to treat an unspecified artery. The nc trek rx balloon dilatation catheter (bdc) was inflated once and failed to deflate. The balloon was withdrawn partially inflated. There was no difficulty removing the stylet or protective sheath. The device was prepared (air aspiration) outside the anatomy prior to use. The contrast mix was 80/20. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event has been estimated. The UDI number is unknown as the catalog/lot number were not provided. (B)(4).it was reported that the contrast mix used in the procedure was 80 saline/ 20 contrast. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. It is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported failure to deflate. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.